Event description:
The lead was damaged in the depth stop with the rounded screw. It was discovered prior to completion of surgery and a replacement lead was implanted successfully. There were no patient injuries.

Manufacturer narrative:
(B) (4).